Manufacturer narrative:
The pod was returned and evaluated. Results of the investigation found no evidence of any malfunction or product condition that could have caused or contributed to elevated bg levels. The investigation showed that there were no occlusions in the cannula's fluid path (allowing for a free-flow of insulin), no internal leaks, the needle mechanism fired as expected and the pod never went into an alarm during operation- all evidence of a properly functioning pod. The pod functioned as intended during the evaluation and was fully capable of delivering all programmed doses of insulin. No problems were found. Based on the results of the investigation, there is no evidence that the pod was "defective" (as was reported); there is no indication that the device was, or may have been, a contributing factor to the customer's high bg levels.

Event description:
The customer reported that she experienced continuously high bg levels (greater than 500mg/dl) that resulted from a "defective pod." As a result of the high bg's, she was "rushed to the hospital"; her bg level at the time was 386mg/dl. While at the hospital she underwent evaluation and was given four units of insulin. After returning home, she was reportedly "ok afterward." The pod will be returned for evaluation.